Manufacturer narrative:
Additional information was received on april 28, 2022. The patient stated the her symptoms have worsened. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who had 450cc mentor memorygel breast implants placed experienced several unexplained systemic symptoms post procedure. Hair loss, night sweats, joint pain, back pain, insomnia, vertigo, throat closing, worsened vision, weight gain, shortness of breath, chest tightening, heart palpitations, stabbing pain the breasts, anxiety, and depression were noted. Additionally, right sided capsular contracture was reported. The right breast had hardened. The patient stated that her thyroid was checked and there were no issues identified. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-14206 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on november 11, 2022. In addition to the issues reported previously, the patient also received an autoimmune diagnosis. The patient was diagnosed with fibromyalgia. Rheumatoid arthritis and sleep apnea were also new conditions noted. Manufacturer¿s reference number: (B)(4).